Manufacturer narrative:
Customer order parts to complete repairs.

Event description:
It was reported via email that the bassinet was damaged with possible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via email that the bassinet was damaged with possible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.